Event description:
The recipient experienced a sudden decline in hearing benefit with the device. Further technical checks are considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient experienced a sudden decline in hearing benefit with the device. Further technical checks are considered.